Manufacturer narrative:
Added information to section h6 (type of investigation) updated section h6 (component code), h6 (impact code), h6 (investigation findings) and h6 (investigations conclusions). The manufacturing records were reviewed for the lot involved and there is no indication of a related nonconformance. All process parameters were met and inspections passed successfully. Based on the available information, it cannot be determined that the failure is related to a manufacturing or design defect. As part of the manufacturing process, the units go through a balloon inspection process.

Event description:
As reported, during testing of this fogarty embolectomy catheter a saline leakage was noticed. No further information available. There was no allegation of patient injury. The device was available for evaluation. Patient demographics not available. As per product evaluation, the balloon was found to be ruptured at central area and the ruptured edges did not appeared to match at the ruptured location.

Manufacturer narrative:
Complaint histories for all reported events are reviewed against trending control limits on a monthly basis, and any excursions above the control limits are assessed and documented as part of this monthly review. Patient demographics unable to be obtained. One fogarty embolectomy catheter was received by our product evaluation laboratory for a full evaluation. As received, the balloon was found to be ruptured at central area. The ruptured edges did not appeared to match at the ruptured location. Per the IFU " balloon rupture and catheter separation as a result of excessive pull force applied to remove adherent material are the most frequent causes of reported failures." And " to minimize the risk of vessel damage, balloon rupture, or tip detachment, do not exceed the maximum recommended inflation volume and pull force for each size catheter (see specification table)." No visible damage was observed from distal and proximal windings and catheter body and syringe. The through lumen was found to be patent and did not leak.